Event description:
Four (4) peripherally inserted central catheters (PICC) were leaking from 2 separate lot numbers. We have had other PICC lines with same lot numbers placed and have not had any issues with them (total of 9 other insertions without leaking problems). The 4 lines have all leaked in the same exact location, at the white y connector. It is only the dual lumen PICC's, but only one lumen leaks and is intermittent. I have asked nursing if the line is sluggish to flush, possibly indicating too much force - it was reported that lines have always flushed with ease. I contacted the PICC instructor from the PICC class to see if she thought care/maintenance was causing this issue. She relates this to a dysfunction within the line and doesn't believe that the care of the line is a factor. All 4 PICC lines had to be removed related to leaking issues.